Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, nodules, and induration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events: "undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection area."

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm® voluma® in the forehead and chin as well as juvéderm® volbella® with lidocaine in the glabella, tear trough and oral commissures. Two days later, the patient had another injection with juvéderm® volbella® with lidocaine in the forehead and lips. About 5 weeks later, the patient was injected again with juvéderm® volbella® with lidocaine in the cheeks and oral commissure. Six months later, the patient consumed "suspected food that [they] might be allergic to" and developed mild pruritus all over their face and body a few hours after consumption. On the next day, the patient noticed that all the injection sites became swollen and "nodules and induration can be felt" and visited the healthcare professional. Patient was treated with antibiotics and anti-inflammatory. Symptoms have resolved. Patient has a history of suspected food allergies which when they consume the suspected food, the patient develops "swollen lips and pruritus all over." This is the same event and the same patient reported under MDR ID #3005113652-2017-00914 ((B)(4)), MDR ID #3005113652-2017-00915 ((B)(4)), and MDR ID #3005113652-2017-00919 ((B)(4)). This is the first MDR submitted for the first suspected product, the unspecified juvéderm® voluma®.